Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a gradual display (dim/fading/color spectrum) issue. It was reported that the screen was very dim for the last few months. Today, the reporter stated that she was only able to read the screen in a dark room but cannot read it outside or in the house. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the pump keypad cover was torn at the up arrow button. All of the keypad buttons responded properly. The keypad cover was removed and contamination was found on all key contacts.